Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 490 mg/dl and high ketones; cause was unknown. Customer alleged that inaccurate cgm readings contributed to the high bg, but no further information was provided to confirm this allegation. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day with the issue resolved and no permanent damage. System check with technical support confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set. Reportedly, customer continued to use the pump for insulin therapy.